Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was successfully implanted. At the end of the procedure, dissection of the right common iliac artery was confirmed via angiogram. A balloon angioplasty was performed, and stents were placed. The patient was reported as stable and recovered.

Manufacturer narrative:
An event of dissection of the right common iliac artery was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - clinical code: code 4582 removed. Health effect - impact code: codes 4624 and 4607 removed. Medical device problem code: code 1670 removed.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was successfully implanted. At the end of the procedure, dissection of the right common iliac artery was confirmed via angiogram. A balloon angioplasty was performed, and stents were placed. The patient was reported as stable and recovered. Subsequent to the initially filed report, the following information was received that the navitor valve was implanted using a large flexnav delivery system. It was noted that the patient had a pre-existing dissection to the abdominal aorta. The balloon angioplasty or stent placement were emergently performed to prevent permanent impairment or death.